Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fst during routine inspection that the battery of cardiosave intra aortic balloon pump (iabp) had charging issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to reproduce the non charging issues. The power slot interface board (0997-00-1187) and power management board (0670-00-1162) were replaced. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received parts with a reported unit failure of the batteries not charging and a bent pin on power slot interface board. The fat performed a visual inspection and found to have a bent pin. See attachment. This would cause the battery to not fit properly and charge. Possible cause may be a user operational context issue. The fat installed 0670-00-1162 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure

Event description:
N/a.